Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified and mildly tortuous proximal right coronary artery. The 3.5x28 mm xience v stent delivery system could not be delivered to the target lesion. A 3.0x28 mm xience v stent was delivered successfully to complete the procedure. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided. Device analysis revealed the stent implant was dislodged and located inside the protective sheath.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The stent implant was dislodged from the balloon; however, additional information from the account stated that no dislodgement was reported during the procedure, and that the device may have inflated post-procedure. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.